Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (rep) regarding a patient with an implantable infusion pump receiving heparin with a concentration of 1250 unites/ml and an unknown dose for cancer chemotherapy. It was mentioned the hcp asked to program the pump to off state. Hcp stated they are doing that due to the fact the patient has a abdomen wall hematoma and they are rolling out bleeding from the catheter site. Hcp stated the patient was going to have the pump and catheter explanted.